Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user could not unlock the ilet pump for an extended period, experienced an empty insulin cartridge with resulting cessation of insulin delivery, and requested a replacement device; the user was counseled on seeking emergency insulin access and later received backup multiple daily injections from a healthcare provider and a replacement ilet. Symptoms included concern about hyperglycemia risk, though the reported blood glucose at the time of contact was 131 mg/dl, and no adverse clinical effects were reported. Outcomes included temporary loss of automated insulin delivery, user anxiety, additional training scheduling, and restoration of therapy via backup injections and a replacement pump. Investigation included technical troubleshooting over the phone, review of device operation and settings with the user, and coordination for device replacement and return. Investigation of this device revealed the device suffered an impact, source unknown, that has rendered the display nonfunctional, with device replacement performed and subsequent user education provided to address usability and alarm settings. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device evaluation and may involve user interface failure or use-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.